Event description:
The customer reported that the system displayed a bad iris pot error on the mainframe after boot up. No pt was involved.

Manufacturer narrative:
The ge svc rep adjusted the collimator iris pot for 630 ohms in the closed position. The system is functioning as intended.